Event description:
Patient was ordered to receive 5 fu 240 mg/day x 5 days via pump. Patient was seen on 3/16/97 by rn to change medication bag and set up pump. Pump was not pre-programmed and the rn had to program the pump with the assistance of the on-call pharmacist. The on-call rn received a call from the family 5 hours later stating that the pump was "beeping" and the bag was empty, indicating that the patient received the entire 5 day dose in approx. 4 1/2 hours. Pt experienceing nausea & vomiting. Pt sent to ER and was eventually hospitalized.